Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received, and photographs of the sample were provided for evaluation. Visual inspection of the photos showed white precipitate in the set access post-pump pod. Inspection of the actual sample showed no anomaly on or inside the pod. The deaeration chamber was observed to be cracked. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The drug futhan (nafamostat mesylate) was reported to have been used as an anticoagulant during therapy, which is known to cause cloudiness when dissolved in physiological saline solutions. Chloride ions and nafamostat hydrochloride in saline have lower solubility than mesylate. Nafamostat hydrochloride that exceeds the solubility is produced and precipitates. The prismaflex set instruction for use recommends the use of heparin when priming with an anticoagulant. The reported condition was verified. The cause of the cracked component was not determined. The presence of particulate matter in the photograph is not product related, but caused by unintended use error of futhan which is not compatible with the set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4). To deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was observed in the pressure pod of a prismaflex st 100 set during priming. Crystal was formed when the drug nafabelltan was used with saline. There was no patient involvement. No additional information is available.